Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated insulin pump buttons were sticking. The left and down arrow buttons had issue and customer had to click buttons multiple times to get response. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response noted during testing due to broken trace on u1 keypad assembly. Unable to perform displacement test or self test due to intermittent buttons.